Manufacturer narrative:
(B)(4). Batch # x95h0z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? In good status. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view, the closure trigger, and jaws in the closed position with a gold reload loaded and tissue between the jaws. Also, a trocar excel was noted in the shaft. It belongs to batch # 904a18. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure and while severing rectum, the device was noted not fire and its jaw could not be opened. The surgeon cut off the tissue around the anastomotic stoma to remove the device. Then a manual suture was taken under endoscope, and another device was used to continue the operation. The surgery was eventually completed. The surgeon inspected the device and tissue and found that the anvil in the jaw deformed seriously, and the tissue was edema and hardening.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2023. D4: batch # 904a18 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. The knife was noted partially advance, and the anvil bent upwards and with an gst45d loaded on the device. The reload was received partially fired 4/5 with the reload deck damaged. After further evaluation, the device could not be opened. Also, the device was returned with the anvil knife slot damaged. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due the condition. In addition, a 12 mm trocar was returned in the shaft of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 904a18, and no non-conformances were identified.